Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use. Per follow up information received via mail on 18jun2025, the device will be sent to bd-approved facility for evaluation. Failed calibration and low flow rate (1.4). Sent to bd-approved facility to calibrate. Calibrated and passed. Per follow up information received via mail on 19jun2025, the device will be sent to bd-approved facility for evaluation. The device is still being evaluated by bd engineers. No patient involvement the fault was detected during the 6 month service.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. There were no health consequences nor impact reported by user. Thus, this event is not reportable. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Low flow rate issue could not be replicated. The arctic sun 5000 was evaluated upon receipt. In previous log, the flow rate of this unit was above 1.6l/m. During the evaluation, low flow rate was not replicated during service. No repairs were performed as the low flow rate could not be replicated. The arctic sun device had a failed calibration. Through functionality test glitch in screen when in use. No repairs were performed as the calibration failure could not be replicated. General maintenance performed. Sensor calibration performed. Est test performed. Device passed all applicable testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Corrections: d, g, h. The initial reporter zip is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use. Per follow up information received via mail on 18jun2025, the device will be sent to bd-approved facility for evaluation. Failed calibration and low flow rate (1.4). Sent to bd-approved facility to calibrate. Calibrated and passed. Per follow up information received via mail on 19jun2025, the device will be sent to bd-approved facility for evaluation. The device is still being evaluated by bd engineers. No patient involvement the fault was detected during the 6 month service.